Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) review was performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed, and a similar complaint query could not be performed because the lot number was not reported, and the device/packaging was not returned. It should be noted that the prostyle instructions for use (IFU) states: do not advance or withdraw the perclose prostyle device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose prostyle device should be avoided, as this may lead to significant vessel damage and / or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. The IFU violation did not contribute to the reported difficulties with the device. Based on the information received, the investigation determined that the reported issue appears to be related to operational context. The subsequent treatment is related to the circumstances of the procedure. It appears the foot closed and captured tissue or suture inhibiting removal which was overcome by pulling the device with force. The break of the guide likely occurred post procedure or as part of the efforts used to force removal. The foot separation may have occurred if the device was torqued with the foot open while removal pressure was also applied. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: medical device problem code 2017- excessive force.

Event description:
It was reported this was an arteriotomy closure of a right common femoral artery using a prostyle device. A percutaneous coronary intervention (pci) procedure was performed with a 6f sheath. Reportedly, after deployment, resistance was felt during removal due to the footplate not fully closing. In an attempt to remove the device, the physician pulled with additional force. The prostyle device was removed; however, a portion of the posterior footplate detached and remained in the anatomy. An unspecified method was used to retrieve the posterior footplate. An unknown method was used to achieve hemostasis. No additional information provided.